Manufacturer narrative:
Correction: e4, g4 the investigation of the reported failure mode has been completed. No product was received for evaluation. Tachycardia : the cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Event description:
The user facility patient was placed onto impella support due to prothrombin complex concentrate. While on support, patient has been going in & out of a wide complex quick response sequence tachycardia for the past few days, went back into that rhythm overnight requiring increased presser support. Tachycardia recurred two days later and patient was cardioverted.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.